Event description:
It was reported that the bhs unit burned a hole in the patient's leg which cause an infection that took months to heal. The patient claimed the "button" on his coil must have heated up and burned his skin and caused a blister. The patient reported that his leg from his ankle to his knee was a red infected rash. The patient claimed he has sensitive skin as he is a diabetic and the blister turned into a "hole" in his skin and began to become infected. The patient claimed he visited his orthopedic doctor who prescribed an oral antibiotic, and the redness began to subside within the first 24 hours. The patient reported that the "hole" near his ankle took a couple weeks to fully heal. The patient stated antibiotics were for 7 days, and patient did not refill. The patient claimed at the time that his pain was a 4 out of ten but he advised he takes hydrocodone 3 times per day so that should be factored into his already managed pain. The patient will return the old products with the return label sent to him. It was reported by the patient that the doctor told him his bones were fused and he no longer needs treatment.

Manufacturer narrative:
Zimvie complaint: (B)(4). Date of event: the event occurred sometime in on (B)(6) 2022. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative investigation summary: the bhs controller was returned for further evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The bhs controller was tested, and it operates as intended. The failure was not confirmed for the reported condition of "burn, pain, rash, blister and infection from coil". The controller was tested and operates as intended. Review of complaint history identified (5) total complaints from (nov 23, 2021) to (nov 23, 2022) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales representative to the customer service representative that the bhs unit burned a hole in the patient's leg which cause an infection that took months to heal. The customer service representative spoke with patient who claimed the "button" on his coil must have heated up and burned his skin and caused a blister. The patient reported that his leg from his ankle to his knee was a red infected rash. The patient claimed he has sensitive skin as he is a diabetic and the blister turned into a "hole" in his skin and began to become infected. The patient claimed he visited his orthopedic doctor who prescribed an oral antibiotic, and the redness began to subside within the first 24 hours. The patient reported that the "hole" near his ankle took a couple weeks to fully heal. The patient stated antibiotics were for 7 days, and patient did not refill. The patient claimed at the time that his pain was a 4 out of ten but he advised he takes hydrocodone 3 times per day so that should be factored into his already managed pain. As per customer service representative, it was reported by the patient that the doctor told him his bones were fused and he no longer needs treatment. No additional patient consequences have been reported. The bhs controller was returned for further evaluation.